Event description:
Information was received that a smiths medical cadd cassette had triggered a "no cassette" alarm after 22 hours of infusion. The nurse then changed the cassette. The patient was without veletri for twenty minutes, however this did not contribute to patient injury.